Event description:
Caller states that pilot balloon does not stay inflated. The pt had a scheduled tracheostomy tube replacement last friday night (B)(6)2010 and the pilot balloon did not hold air and was replaced on sunday (B)(6)2010.

Manufacturer narrative:
The tube reported in this event was initially reported to be available, however, to date the customer has not returned it. (B)(4).